Event description:
"I would like to return a batch of laser catheters from angio since one broke off a segment during a procedure. I believe the catheter was defective and may have a tear. I have noticed also that there is someone who is packaging and twisting the fibers like stripes on a candy cane. This could lead to tears in a fiber. Angiodynamics needs to ensure the integrity of the laser fiber and avoid packing them twisted/broken. Otherwise, I cannot feel comfortable using the catheter."

Manufacturer narrative:
Lot history record review: the lot number was not provided on the complaint form but was provided on the packaging in the returned sample. The lot history records for the above listed number was reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample was returned for eval and the following was observed: the fiber was returned in the sheath. The sheath loc is secure and locked in place. The fiber is sticking out of the sheath .8cm with a .2cm nub. The gold tip was returned in a small plastic container. The original packaging was returned. Burn back is present. The sheath is not burned. There appears to be fiber in the gold tip. The fiber appears to be rounded at the distal end of the gold tip. The epoxy and the weld appear to be holding. Conclusion: the complaint investigation has been confirmed during the eval of the returned sample. The fiber and the sheath were returned for eval. The fiber was locked in place in the sheath. The fiber appears to have burned back in the gold tip. The gold tip was returned in a separate container. The exact cause of the complaint is unk. Based on the eval of the fiber burn back it is possible the complaint was caused due to a break in the fiber. It is unk when this break occurred. A corrective action has been opened to address this type of complaint. During the review of the mfg records, it was observed that the manufactured lots meet all device specifications and quality requirements. The instructions for use states the following to help prevent breaks in the fiber: precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending of the fiber. Do not coil the fiber tighter than a diameter of 20cm. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.